Event description:
It was reported that there was early depletion due to high pacing outputs, with high atrial threshold noted. The device was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2012. (B)(4).